Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 pocket 6 cubie was jammed. A field service engineer (fse) remoted into the system and contacted the customer. The fse guided the customer through manually clearing a cubie pocket medication jam using the hardware test application, which prevented the lid from opening. The fse confirmed that the medication jam was cleared, and the customer was able to recover the cubie pocket. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie was jammed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.